Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad and two resolute onyx des were implanted in the rca. The cec adjudicated mi occurred one day post index procedure. Cec adjudicated mi as a non q wave mi (target vessel), 3rd udmi peri- pci in the lad. Cec commented there was a side branch occlusion of the lad and adjudicated stent thrombosis as no event. Safety assessed the event as possibly related to the device and not related to anti-platelet medication.